Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, during a routine inspection, when the hospital turned on the computer, the cs300 intra-aortic balloon pump (iabp) electrical fault 50 was reported. There was no patient involvement reported.

Event description:
It was reported when the hospital turned on the computer, the cs300 intra-aortic balloon pump (iabp) electrical fault 50 was reported. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the equipment and fault codes on-site at the hospital, and record. The fse confirmed the faults reported by customer. After inspection, the fse determined the problem was the motor control board. However, it was stated that the hospital denied repairs due to price reasons.

Event description:
N/a